Event description:
It was reported that the device was replaced due to a field action. During the procedure, it was very difficult to take out the device, and before disconnecting it, the patient went into arrest. The doctor needed to perform an "emergency reviving." The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed anomalous output conditions, which was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.